Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device; however, at this time product has not yet been received. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a noma user report which reported the following information: an adhesive issue was reported with the abbott diabetes care (adc) sensor. The sensor prematurely detached and the customer was unable to obtain glucose readings. The customer self treated with unspecified "fast acting medication" and put on a new sensor. The customer reported a low readings issue with the new abbott diabetes care (adc) device. The customer received lower sensor scans results and experienced polyuria, nausea and "poor general condition". The customer was forced to take a flight home where they experienced more symptoms such as severe headache and had to be picked up by an ambulance at the airport. A healthcare professional (hcp) took a blood glucose reading of 68 mmol/l and she was admitted to a hospital with possible lactic acidosis. The length of sensor wear is unknown and it is unknown whether the customer noted a trend arrow on the device. There was no report of death or permanent impairment associated with this event. A sensor result of 3 mmol/l was compared to a hcp meter reading of 27 mmol/l and the results, when plotted on a parkes error grid, fall into the "d" zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported adverse event. Adc customer service is currently in the process of making additional attempts to gain further information, and a follow-up will be submitted when more information is obtained.

Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device; however, at this time product has not yet been received. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. The available tracking and trending reports were conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a noma user report which reported the following information: an adhesive issue was reported with the abbott diabetes care (adc) sensor. The sensor prematurely detached and the customer was unable to obtain glucose readings. The customer self treated with unspecified "fast acting medication" and put on a new sensor. The customer reported a low readings issue with the new abbott diabetes care (adc) device. The customer received lower sensor scans results and experienced polyuria, nausea and "poor general condition". The customer was forced to take a flight home where they experienced more symptoms such as severe headache and had to be picked up by an ambulance at the airport. A healthcare professional (hcp) took a blood glucose reading of 68 mmol/l and she was admitted to a hospital with possible lactic acidosis. The length of sensor wear is unknown and it is unknown whether the customer noted a trend arrow on the device. There was no report of death or permanent impairment associated with this event. A sensor result of 3 mmol/l was compared to a hcp meter reading of 27 mmol/l and the results, when plotted on a parkes error grid, fall into the "d" zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported adverse event. Adc customer service is currently in the process of making additional attempts to gain further information, and a follow-up will be submitted when more information is obtained.

Manufacturer narrative:
This complaint was received via user report and has been reported to the norwegian medical products agency (noma). Extended investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a noma user report which reported the following information: an adhesive issue was reported with the abbott diabetes care (adc) sensor. The sensor prematurely detached and the customer was unable to obtain glucose readings. The customer self treated with unspecified "fast acting medication" and put on a new sensor. The customer reported a low readings issue with the new abbott diabetes care (adc) device. The customer received lower sensor scans results and experienced polyuria, nausea and "poor general condition". The customer was forced to take a flight home where they experienced more symptoms such as severe headache and had to be picked up by an ambulance at the airport. A healthcare professional (hcp) took a blood glucose reading of 68 mmol/l and she was admitted to a hospital with possible lactic acidosis. The length of sensor wear is unknown and it is unknown whether the customer noted a trend arrow on the device. There was no report of death or permanent impairment associated with this event. A sensor result of 3 mmol/l was compared to a hcp meter reading of 27 mmol/l and the results, when plotted on a parkes error grid, fall into the "d" zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported adverse event. Adc customer service is currently in the process of making additional attempts to gain further information, and a follow-up will be submitted when more information is obtained.

Event description:
Abbott diabetes care received a noma user report which reported the following information: an adhesive issue was reported with the abbott diabetes care (adc) sensor. The sensor prematurely detached and the customer was unable to obtain glucose readings. The customer self treated with unspecified "fast acting medication" and put on a new sensor. The customer reported a low readings issue with the new abbott diabetes care (adc) device. The customer received lower sensor scans results and experienced polyuria, nausea and "poor general condition". The customer was forced to take a flight home where they experienced more symptoms such as severe headache and had to be picked up by an ambulance at the airport. A healthcare professional (hcp) took a blood glucose reading of 68 mmol/l and she was admitted to a hospital with possible lactic acidosis. The length of sensor wear is unknown and it is unknown whether the customer noted a trend arrow on the device. There was no report of death or permanent impairment associated with this event. A sensor result of 3 mmol/l was compared to a hcp meter reading of 27 mmol/l and the results, when plotted on a parkes error grid, fall into the "d" zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported adverse event. Adc customer service is currently in the process of making additional attempts to gain further information, and a follow-up will be submitted when more information is obtained.

Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device; however, at this time product has not yet been received. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.